Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the hospital for diabetic ketoacidosis and an elevated blood glucose (bg) level. Reportedly, the customer was unsure of the bg value, but reported bg level was "extremely high". It was reported that the customer smelled insulin and felt that the pump was sticky and realized that the cartridge was leaking. The customer was unable to identify the location of the leaking. Multiple attempts were made by tandem¿s technical support to obtain additional information regarding the customer's release date; however, no additional information regarding this event was provided.